Event description:
It was reported that this brady lead was surgically abandoned as this brady lead got stuck near the tricuspid valve. In addition, the lead tip was unable to move at all. Pushed and pull was being done repeatedly, however, the tip stuck and could not be removed. This brady lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the implant date (d6a) in section d.

Event description:
It was reported that this brady lead was surgically abandoned as this brady lead got stuck near the tricuspid valve. In addition, the lead tip was unable to move at all. Pushed and pull was being done repeatedly, however, the tip stuck and could not be removed. This brady lead was replaced. No additional adverse patient effects were reported.